Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The patient was hospitalized for the event. It is possible that the infection could have been a peritonitis event; however, this was not medically confirmed. Treatment and outcome of the event was not reported. Additional information was requested but is not available.